Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. The physician opted to replace a new system. There were no additional adverse patient effects reported. This s-ICD was explanted.